Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 13, 2023.